Manufacturer narrative:
Evaluation summary: customer complaint of leakage was confirmed. Device was returned with visible traces of blood and was examined in the biohazard area of the lab. As received, catheter shaft was observed to be kinked near the intraclude hub area. Balloon had a small rupture, approximately 1.5mm long, causing balloon leakage. All through lumens were found to be patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found. Please note that this event is related to report #mw5075776.

Event description:
It was reported that an icf100 was placed in the patient's aorta with echo guidance. After going on cardiopulmonary bypass, the balloon was inflated, but aortic root pressure did not drop alerting that there may be a problem. There were no cracks or deformities noted on the catheter shaft during preparation of the device. The balloon was aspirated in order to reposition and blood was found in the line (18-20 ml was given to inflate the balloon and all of it was withdrawn to reposition the balloon). The initial balloon pressure after inflation was 45 atm. There was no tension noted when passing the catheter through the endoreturn cannula. In order to be able to continue the case a second catheter was opened and used. It was reported there was a hole found on exam of the subject device.

Manufacturer narrative:
The root cause of this event remains indeterminable with the available information. There were no issues identified with the manufacturing, supplier or design of this product. There were also no issues with the instructions for use or labeling of the device. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Manufacturer narrative:
(B)(4). In this case, in order to be able to continue with the procedure, a second device was opened and used. The subject device has not been returned for evaluation. The root cause of this event cannot be conclusively determined with the available information. Additionally, clinical observation cannot be confirmed due to no product return. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that an edwards catheter device was placed in the patient's aorta with echo guidance. After going on cardiopulmonary bypass, the balloon was inflated, but the aortic root pressure did not drop alerting that there may be a problem. There were no cracks or deformities noted on the catheter shaft during preparation of the device. The balloon was aspirated in order to reposition and blood was found in the line (18-20 ml was given to inflate the balloon and all of it was withdrawn to reposition the balloon). The initial balloon pressure after inflation was 45 atm. There was no tension noted when passing the catheter through the cannula. In order to be able to continue the case, a second catheter was opened and used.